Event description:
A malfunction alarm identified as "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer received instructions from technical support on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.